Event description:
The customer reported that the numbers on the insulin pump's display began to scroll during a bolus attempt. Customer stated that she waited a while, put the device back on, then received a button error alarm. The customer stated that the insulin pump may have been exposed to sweat at the time of the incident. Blood glucose levels at the time of the incident and at the time of the call were not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.